Event description:
The reporter claimed that the subject pump felt hot after it was alarming because of the battery was low. During troubleshooting, the animas representative noted the battery as leaking a black liquid. There was a crack in the battery compartment. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
(B)(4). The pump was evaluated by product analysis on (B)(4) 2012 with the following results: the pump and battery overheating complaint could not be duplicated during investigation. The battery was not returned with the pump for investigation. Battery compartment is cracked and there is corrosion inside battery compartment. Pump powered on normally and was exercised for 3 hours, no overheating or alarms duplicated. Pump electrical current draws were tested and found to be within specification . The pump cover was removed to inspect for further evidence of moisture damage, none was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).